Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise keloid tissue around abutment site. During this procedure a skin graft was placed and the abutment was exchanged for a longer abutment.

Manufacturer narrative:
(B)(4) implanted device remains.